Manufacturer narrative:
Additional information: d.9., g.1., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. The accelerated stress test (ast) 3 hours simulated treatment was performed and no fluid leak was found. No alarms or issues occurred during the test. The system air leak test passed. The balloon valve actuation test passed. The patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered a clog in hp2 and encountered a missing compressor grommet. There were visual indications of dried fluid on the bottom cover behind the front panel and on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined. Fluid in the hp2 filter is a related failure to the reported symptom -air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on the black pumps with a little fluid on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette during fill 2 of 3 of pd treatment. After multiple alarms recurred the patient contacted the pdrn and was instructed to bypass the fill and dwell stages and drain. The leak was discovered when patient removed the cycler set cassette from the cycler. There was fluid on cassette and inside of the cassette door on the ¿pumps¿ as well. Patient was unable to identify where the leak originated. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient still has minimal kidney function and was able to manage using his own bodily functions until the new cycler arrived the following day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on the black pumps with a little fluid on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette during fill 2 of 3 of pd treatment. After multiple alarms recurred the patient contacted the pdrn and was instructed to bypass the fill and dwell stages and drain. The leak was discovered when patient removed the cycler set cassette from the cycler. There was fluid on cassette and inside of the cassette door on the ¿pumps¿ as well. Patient was unable to identify where the leak originated. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient still has minimal kidney function and was able to manage using his own bodily functions until the new cycler arrived the following day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for analysis.